Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the drill guide seized up, the cooling laser applicator system had a saline leak but the tip was intact. The procedure was completed and there was no reported impact to patient outcome.

Event description:
Medtronic received additional information that the surgeon used mineral oil to try and lubricate the drill guide and reducing tube, it still seized. Use of the non-medtronic system was aborted and the standard titanium bone anchor was used without any issues. It was post-ablation and upon removal of the cooling catheter system that the surgeon noticed the pin hole leak but the tip was still intact. During the ablation, it was noted that there was a spike in the high safety marker to 121 degrees c. The surgeon was in the process of relocating the marker to a different location and when "set" was clicked, the temperature marker tripped. A "red" magnitude image could be seen. It was noted that the ablation coincided with a biopsy that had been performed immediately prior. Magnetic resonance imaging (MRI) signal susception was evident as attributed to the biopsy. It was noted that the amount of saline in the return bag to what was used for the case were identical. There was no reported surgical delay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.